Event description:
It was reported that the pacemaker alerted due to atrial pace impedance greater than 3,000 ohms. The lead safety switch of the pacemaker automatically changed the programming from bipolar to unipolar. The signal artifact monitor also recorded an event due to sensing of atrial noise/artifact and switched the minute ventilation sensor. Previous atrial impedance measurements were noted to be stable at 750hms. The presenting electrograms showed appropriate sensing and capture and atrial sensing was programmed to fixed 2.0 mv. It was planned to bring the patient into the clinic for evaluation. The atrial lead remains in service.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of pacing impedance high out of range is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device technical analysis: this lead remains implanted. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that the pacemaker alerted due to atrial pace impedance greater than 3,000 ohms. The lead safety switch of the pacemaker automatically changed the programming from bipolar to unipolar. The signal artifact monitor also recorded an event due to sensing of atrial noise/artifact and switched the minute ventilation sensor. Previous atrial impedance measurements were noted to be stable at 750 ohms. The presenting electrograms showed appropriate sensing and capture and atrial sensing was programmed to fixed 2.0 mv. It was planned to bring the patient into the clinic for evaluation. The atrial lead remains in service. Additional information received indicated that the atrial automatic threshold test was suspended due to low evoked response. The last successful test was on (B)(6) 2026, prior to the safety switch to unipolar. Stored episodes of atrial tachy response were present due to oversensing of atrial lead noise. Further review of the programmed settings was recommended.